Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticm5_13.2 -13.50/3.0/092 (sphere/cylinder/axis) implantable collamer lens tore during loading in cartridge. Per reporter the lens got stuck in the plunger during the loading and it tore. On (B)(6) 2023 a replacement lens was implanted, and the problem resolved.